Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to a high out-of-range right atrial (ra) lead impedance measurement spike. The ra lead is a non-boston scientific lead and myopotential oversensing was observed. Technical services (ts) was consulted and recommended further evaluations. The noise was reproducible with isometrics. This pacemaker system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies other than scratches on the case. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested and were commensurate with battery voltage. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to a high out-of-range right atrial (ra) lead impedance measurement spike. The ra lead is a non-boston scientific lead and myopotential oversensing was observed. Technical services (ts) was consulted and recommended further evaluations. The noise was reproducible with isometrics. This pacemaker system remains in service and no adverse patient effects were reported. Additional information was received and this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This product has returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies other than scratches on the case. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested and were commensurate with battery voltage. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to a high out-of-range right atrial (ra) lead impedance measurement spike. The ra lead is a non-boston scientific lead and myopotential oversensing was observed. Technical services (ts) was consulted and recommended further evaluations. The noise was reproducible with isometrics. This pacemaker system remains in service and no adverse patient effects were reported. Additional information was received and this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This product has returned for analysis.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to a high out-of-range right atrial (ra) lead impedance measurement spike. The ra lead is a non boston scientific lead and myopotential oversensing was observed. Technical services (ts) was consulted and recommended further evaluations. The noise was reproducible with isometrics. This pacemaker system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to a high out-of-range right atrial (ra) lead impedance measurement spike. The ra lead is a non-boston scientific lead and myopotential oversensing was observed. Technical services (ts) was consulted and recommended further evaluations. The noise was reproducible with isometrics. This pacemaker system remains in service and no adverse patient effects were reported. Additional information was received and this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.